Manufacturer narrative:
Date of event is estimated. Weight is estimated.

Event description:
It was reported that the patient was experiencing auto reducing resulting in ineffective therapy. Reprogramming was attempted but was unsuccessful. Diagnostics found impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 where the percutaneous leads were replaced with a surgical lead to address the issue.